Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be determined. It is likely the following led to the malfunction: an electric conduction was activated. This may have caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the endoscopic sphincterotomy (est) case, the cutting wire broke when the sphincterotomy was inserted into the papilla and output was applied. The procedure was completed by replacing it with another same product. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information received for previously submitted report. Updated field(s): d4, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.